Manufacturer narrative:
(B)(4). The incident device has been received for evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that when the technician opened the packaging, it was found that the electrode pad had mold and corrosion. The pad was not used. No pt injury occurred. Initial eval of the returned sample found the pad did not have continuity.